Event description:
A barostim system was implanted on (B)(6) 2025. Around (B)(6) 2025, the patient suspected that their device was moving while laying on their side. The patient was seen for an ipg examination and possible re-suture on (B)(6) 2025. The pocket was opened and the surgeon examined the ipg. It was noted that both sutures were found to be secure and the ipg was securely adhered in the pocket. The surgeon did not find any evidence of device movement and no further intervention was done.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, there was no evidence of device movement and the ipg was securely adhered in the pocket. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).